Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Prior to implanting of the stent grafts, the left hypogastric artery was coiled and another manufacturer's occluder device was implanted. Vessel morphology was reported as the aortic neck had a 30 degree angulation and the iliac arteries were tortuous with heavy calcification. The stent grafts were implanted without issue. The contralateral iliac stent graft was modeled with a reliant balloon; however during modeling with the reliant balloon a waist effect was noted due to calcification and another manufacturer's the occluder device. The physician than decided to model the stent graft with another manufacturer's high pressure 10 mm balloon. The final angiogram revealed a type iii endoleak, fabric in the contralateral iliac stent graft. The contralateral stent graft was then relined with an (B)(4), which resolved the type iii endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (tortuous and calcified vessel), incorrect technique/procedure (over-ballooning within a calcified vessel), device failure/lack of effectiveness related to patient condition (tortuous and calcified vessel), device failure related to user handling (over-ballooning within a calcified vessel).